Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level per bg meter of over 400 mg/dl. Cause was not known. A supply change was made, and a correction bolus was delivered to address the bg. The customer's blood glucose lowered to 200 mg/dl. No additional information was provided.